Manufacturer narrative:
(B)(4). There was no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
A medwatch report was received on 10-may-2016, and FDA report number FDA 3500 form mw 5061496 was identified. The report states "while administering medication through an endotracheal tube, the multi-access catheter broke and remained lodged in the patient's respiratory tract. The diagnosis or reason for use was the administration of beractant." No additional information reported.

Manufacturer narrative:
Per further review of this reported event, it has been determined that halyard ref # (B)(4) is a duplicate of halyard ref # (B)(4). (B)(4) was previously reported under MFR# 8030647-2016-00077. Please see MFR# 8030647-2016-00077 for all information regarding this event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).